Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/21/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: multiple eaw 128-fb80, eaw 128-fd80 and eaw 128-fe80 alarms observed in black box on (B)(4) 2015. Eaw 128-fxxx alarms are defined as post delivery motor power supply faults. The pump powers with returned battery cap. Battery cap is able to fully tighten. The battery compartment is intact. Pump case crack observed in upper rh corner of display area. During investigation, due to internal moisture contamination, a eaw 128-fe80 alarm was received on each "rewind" attempt. Leak test shows leak at crack in pump case. Removed pump case. Evidence of moisture contamination throughout inside of pump.